Event description:
Instrument was sent in for repair, reported as "broken shaft". When evaluated on 12/12/2006, it was found to have wire in tipand shooting straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when user forms more than the recommended number of constructs as specified in the instructions for use for this device.